Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 2916596-2021-07465. The investigation conclusion and codes will be reported in MFR # 2916596-2021-07465.

Manufacturer narrative:
The previous driveline infection admission was covered in MFR # 2916596-2021-07465. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted on (B)(6) 2021 with a driveline infection and volume overload. During the admission, sildenafil was held (B)(6) 2021 for prevention of lowering blood pressure. Blood pressure was in the 60s-76s mmhg. Midodrine was continued and does was increased as necessary.